Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit corrected and additional information not available/included in the initial report. Section g7: type of report - indicated "follow-up #1". Section h2: type of follow-up - indicated "correction" and "additional information". Section h3: device evaluated - corrected to "yes". Section h6: event problem and evaluations codes: added codes for: method; results; and conclusion. Section h10: additional information: device evaluation and risk analysis results. The device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was cracked on the optic and one of the haptics was broken at the optic edge and ejected out from the injector tip. The slider and the rod could advance fully. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
Realized there was a chip in the lens and cut it out of patients eye and put another in. New lens had to be implanted but without harming the patient. Patient impact: only lengthening of procedure. Patient outcome: no impact.

Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for: method; results; and, conclusion.

Event description:
Realized there was a chip in the lens and cut it out of patients eye and put another in. New lens had to be implanted but without harming the patient. Patient impact: only lengthening of procedure. Patient outcome: no impact.